Event description:
It was reported that the device switches off intermittently. The customer reported that "the device won't switch on from the first time; it'll reboot itself" there was no patient involvement.

Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, the unit's ac/dc power supply (v-) pin has a broken solder point on the ac/dc power supply board, resulting in intermittent device power. A service history record review reveals that this unit was in the field for over seven (7) years with no previous related issues prior to this reported event.